Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the au680 clinical chemistry analyzer. The fse inspected the instrument and found that there was evidence of a spill on the ise data board and kinked tubing. The fse replaced kinked tubing. The failure mode was identified as use error, the customer accidentally spilled liquid into the board causing it to malfunction. The fse replaced the ise data board to resolve the issue. No further issue was noted after replacing the board. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of false low sodium (na) patient results on their au680clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics.